Event description:
A customer observed unexpected vitros phyt results for multiple samples from a single patient when using a vitros 5600 integrated system. Vitros phyt results of 3.8 and 8.4 ug/ml were obtained from sample 1. The exact expected value for sample 1 was not determined, however a result of approximately 20 ug/ml was expected. A vitros phyt result of 15.9 ug/ml was obtained from sample 2 versus the expected value of 20.1 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. All of the unexpected vitros phyt patient results were initially reported out of the laboratory, however a corrected report was issued following repeat analysis. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros phyt results were obtained for multiple samples from a single patient while using a vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. However, the potential for sample mix-up or contamination could not be ruled out as a contributing factor. Ocd has received no related customer complaints for vitros phyt lot 2603-0127-7982. The root cause of this event is unknown.